Event description:
According to the initial information received, a 14mm amplatzer septal occluder (aso) was deployed after balloon sizing to stop-flow by flouroscopy and ice. The aso subsequently embolized and traveled into the aortic arch. The aso was successfully snared, recaptured, and removed percutaneously. Another closure attempt was scheduled for (B)(6) 2012.

Manufacturer narrative:
The 12mm aso was received at st. Jude medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. (B)(4) requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device met specification upon return to (B)(4) and medical records and images were not provided. The cause of the patient's embolization remains unknown. Should the medical records and images become available at a later date, we will reopen the file.